Manufacturer narrative:
The customer stated that replacing the reagent syringe fixed the leak. The customer sent back the syringes for investigation. Investigation is still pending. The failure of this syringe can cause short sample of reagent which can cause abnormal reaction monitors for all assays performed on the instrument. (B)(4).

Event description:
The customer stated having six (6) reagent syringes that started leaking on different dates in their instrument. She found the leak when she started troubleshooting their qc issues. The customer was able to fix the leak and qc issues by replacing the reagent syringes. There were no erroneous results generated by this issue. The customer provided the dates and lot numbers for the syringes. A different medwatch form was generated for each lot. The customer stated no one was hurt or injured by the leak. She was wearing her lab coat and gloves when the leak was found. According to the customer, the material that leaked was di water and it stayed inside the reagent syringe (contained) plus it did not reach the floor.